Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted brand name, common device name under d2, model number, serial number, primary unique device identifier (UDI) number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010484, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 17-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6010484". The count of complaint is 0 which is below 3. No further statistical trending analysis is required device history record (DHR) review: the lot 6010484 was manufactured according to the work instruction (wi) version 98 and manufactured in the machine multivac 14 on 03/dec/2024, with a total of (B)(4) units. Welding lot: the lot 4l03416 was manufactured according to the (wi) version 34 and manufactured in the machine ls24 and ls25 on 02/dec/2024, with a total of (B)(4) units. The lot 4l04932 was manufactured according to the (wi) version 34 and manufactured in the machine ls24 and ls25 on 03/dec/2024, with a total of (B)(4) units. The lot 4l04888 was manufactured according to the (wi) version 34 and manufactured in the machine ls06 and ls07 on 03/dec/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient forgot to remove needle guard on (B)(6) 2025. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.